Manufacturer narrative:
The device was not returned for eval. We are unable to determine if some malfunction or product condition may have contributed to the pt's blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring to detect issues early and read promptly. Specifically it advises that "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."

Event description:
Customer states that she had low blood glucose (50 mg/dl at 3 or 4 am, no exact date reported) and was unresponsive. Paramedics visited her, but she did not go with them to the hospital (treatment provided was not reported). She would be going to her doctors during the day; she did go and the doctor changed her basal rate at that time.